Manufacturer narrative:
Investigation results completed on a smiths medical medfusion 4000 pump. The device arrived in excellent condition. Primary audible alarm post was in the ehl. Of the event log. The complaint acu watch dog failure/base and primary audible alarm post was not duplicated in testing. Unable to determine cause of the event. Preventative measures take were taken to replace speaker. The device passed all functional testing

Event description:
Information received a smiths medical medfusion 4000 pump acu watch dog failure/base and primary audible alarm post.